Event description:
It was reported that the patient's vns generator had been replaced due to end of service. Analysis of the generator found that it was not at end of service and performed to specifications. A battery life calculation was performed that estimated that the generator was likely near end of service. Additional information was later received indicating that the patient's epilepsy had been worsening since the patient had previously had his vns turned off for a blade surgery in (B)(6) 2011. The patient normally has 0-4 seizures per month with vns therapy but was noted as having 8 seizures in each month of (B)(6) and (B)(6). The patient was having about 6 seizures per month prior to receiving vns therapy. No medication changes were believed to have been made. Diagnostics were normal as per the physician. The physician indicated that he believed the battery was, fatigued and needed to be changed. Anxiety was noted as a trigger for increased seizures in previous notes. The patient has not reported any seizures since replacement.

Manufacturer narrative:
.